Manufacturer narrative:
It was reported that the cardiohelp alarmed with the error message that the venous probe was incompatible. The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. The cardiohelp was exchanged during treatment, which stops the support of the patient for a short time. Therefore, a report is required. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated during initial inspection and no parts were replaced. The venous probe was retaught. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "venous probe incompatible" could be confirmed multiple times on the date of event. As the failure could not be replicated and no parts were exchanged, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - (partly) sensor failure - light influences - response time is too long - programming transmission error the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected ( refer to IFU , chapter "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2024-08-29 for the period of 2022-08-05 to 2024-08-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2022-08-05. Based on the results the reported failure "error message: venous probe incompatible" could be confirmed, but not replicated. This complaint was found in the database of customer complaints for the cardiohelp device as a single event (timeframe from 2023-08-19 till 2024-08-19). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp showed the error message that the venous probe was incompatible. The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. The cardiohelp was exchanged during treatment, which stops the support of the patient for a short time. Therefore, a report is required.